Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: there was no instrument collision and no clinical impact on the patient. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have the grip broken. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and passed electrical continuity on the one grip. The broken grip was returned with the instrument. No fragments were found missing. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
Additional/correction information can be found in the following sections: PMA/510k, if follow-up, what type. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have the grip broken. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and passed electrical continuity on the one grip. The broken grip was returned with the instrument. No fragments were found missing. The instrument was found to have a broken grip at the grip base. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw. A follow-up MDR will be submitted if additional information is received. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to concomitant medical products for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, one of the fenestrated bipolar forceps instrument jaws broke and fell into the patient. The fragment from the fenestrated bipolar forceps instrument was recovered during the same procedure. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: there was no clinical impact on the patient.